Event description:
While performing surgery, a stainless steel medical instrument's tip broke off and was left inside the patient. The broken tip was removed from the patient on (B)(6) 2010 after it was discovered under x-ray.